Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733619, lot/serial: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system is not holding charge. It appears to be dying instantly. Additionally, it will not power on while plugged in. The issue is likely due to the multi-out power supply, not the battery. There was no patient involvement.